Event description:
A customer reported her meter didn't power on and she was taking less medication than prescribed by the doctor because she was unable to test for two weeks. The customer also reported experiencing symptoms of hypoglycemia and going back to her doctor, who prescribed her a new medication in addition to her previous diabetes treatment. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.